Event description:
During a coronary stent procedure of a pre dilated om lesion, the physician noted that after crossing the lesion, the stent had moved on the delivery device. The delivery/stent device was removed and the stent dislodged and remained on the wire. Pt status is listed as "okay".